Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. The lesion was predilated with an unspecified non slip element (nse) balloon catheter. Then a 16mm x 2.50mm promus premier¿ stent was advanced but was unable to cross the lesion after several attempts due to severe calcification. When the device was removed from the body, it was noted that the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).